Event description:
Distal femur plate and one screw were reported as broken. Unknown if the screw broke post operatively or during removal of the broken plate. Reportedly patient had a malunion. All hardware was explanted and replaced with a new plate and screws.this is the second of two reports for this event.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
(B)(4):device was used for treatment, not diagnosis.investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.(B)(4): placeholder.